Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards mexico affiliate, during a transseptal valve in valve (vinv) tmvr procedure with a 20mm sapien 3 valve into an unknown surgical valve, blood was noticed on the insufflator during balloon inflation. The operator pushed the plunger, and medium contrast was seen going out of the balloon. The commander delivery system was removed from the patient with the valve, and a second commander system with a second valve was prepared. The second valve was delivered successfully. The patient was stable during all procedure length.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system leakage was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box and likely was created during the procedure. As reported, 'it was a viv case, negative pressure was made with the insufflator and it was notice blood on the insufflator. Doctor pushed the plunger and contrast medium was seen going out the balloon.' Furthermore, the case notes revealed, 'once the commander was taken out of the patient, the balloon was tear and part of the crowns of the valve seem to be embedded into the balloon.' It is possible that excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion, advancement, or crossing the septum) may have resulted in the crimped valve's interaction with the balloon and subsequentially causing a pinhole that leaked during inflation. A definite root cause is unable to be determined at this time. However, available information suggests procedural factors (excessive manipulation, valve interaction with balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.